Event description:
Light was in use and being moved into position during a procedure when it fell at pivot support point. Light fell while pt was on the table. Pt was not injured but medical technician suffered minor scratches.